Event description:
While firing stapler reload #9, the pleea 60 stapler malfunctioned. The staples were fired but knife did not seem to cut. A new stapler was obtained and used for subsequent firings without incident. Additional tissue had to be excised to rectify the damage cause by initial device. The defective device was removed from the field and sequestered at the or main desk for evaluation by risk management.